Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a broken needle. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the cannula was detached from the applicator body and remained intact with the housing puck. The needs is safely retracted inside the applicator body. The reported event of a broken needle was confirmed. A root cause could not be determined.